Event description:
A surgeon reported following an intraocular lens (iol) implant procedures, he has observed several cases of a membrane growing over the anterior optic of the iol's. One patient presented with loss of bcva requiring a yag laser treatment. Add'l info has been requested. There are two medical device reports associated with this report. This file is for one patient with loss of bcva requiring a yag laser treatment.

Manufacturer narrative:
Eval summary: the product was not returned for analysis; the lens remains implanted. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the MFR documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).